Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The device failed a step during testing. The device's oxygen blending manifold assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator test failure. The oxygen blending manifold was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending manifold failure was found to be a contaminated inlet filter.